Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 40-70 mg/dl due to settings requiring adjustments. Customer consumed carbohydrates to address bg. A system check was performed and no pump/supply issues were identified. Reportedly, the customer consulted a healthcare provider and settings were adjusted to resolve low bg.